Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation into and abutting adjacent organs. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, tilting and perforation into and abutting adjacent organs.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, tilting and perforation into and abutting adjacent organs. Per the implant records the patient had been diagnosed with deep vein thrombosis (dvt) and had been placed on multiple drugs such as lovenox, heparin, jantoven, brand-name coumadin, xarelto, etc. The patient was also known for developing reactions to all forms of anticoagulation about 10-15 days after attempting any form of anticoagulant. The inferior vena cava (ivc) filter placement was requested for recurrent dvt of the lower extremity and inability to tolerate anticoagulation. The right femoral vein was accessed with a micro puncture kit and a sheath was inserted. A venogram was performed and the inferior vena cava (ivc) was measured at the level of the renal veins; it measured at 34mm by quantitative coronary analysis qca, which was above the 30mm cutoff for the trapease filter and well above the 28 mm for the bard filter. The surgeon discussed with the patient the options to consider a bird's nest or bilateral iliac filters. The patient opted for bilateral iliac filters. Consequently, the sheath was withdrawn and reinjected in the iliac to measure the iliac veins, which were well below 25mm and a filter was deployed in the right iliac vein just prior to the bifurcation. The left femoral vein was accessed and the ivc measured well below 25mm. A second trapease filter was then deployed in the left iliac vein. The patient underwent successful deployment of bilateral iliac filters for mega cavae. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eight months post implantation. The patient reports ivc perforation, perforation of filter into and abutting an organ, migration and tilting. The patient further experienced anxiety related to the filter. Based on the information available, it is unclear at this time which one of the implanted ivc filters contributed to the event(s) reported by the customer.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was recurrent deep vein thrombosis (dvt) while on anticoagulation. A venogram was performed, ivc measured at the level of the renal veins; it was 34mm by qca, which was above the 30mm cutoff for the trapease filter and well above the 28 mm for a bard filter. The patient opted for bilateral iliac filters. Consequently, the sheath was withdrawn and reinjected in the iliac to measure the iliac veins, which were well below 25mm and a filter was deployed in the right iliac vein just prior to the bifurcation. The left femoral vein was accessed and the ivc measured well below 25mm. A second trapease filter was then deployed in the left iliac vein. The patient underwent successful deployment of bilateral iliac filters for mega cava. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of the ivc and organs and tilting. Per the patient profile form (ppf), the patient reports ivc perforation, perforation of filter into and abutting an organ, migration and tilting. The patient further experienced anxiety. Based on the information available, it is unclear at this time which one of the implanted ivc filters contributed to the event(s) reported by the customer. The products were not returned for analysis. A review of the device history record for the single identified device revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.